Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the stent graft migrated and the patient was treated by implanting aortic cuffs proximally. Medtronic has requested additonal information leading to the stent graft migration from the implanting and following-up physicians; however, no information was received to date.

Manufacturer narrative:
Device evaluation: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, it is noted that the cause of death was cardiac acute graft closure. A review of the manufacturing records for this particular batch namely top assembly batch # 8089343 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.